Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced blood glucose (bg) levels as low as 32 (mg/dl) during the early morning since starting pump. Customer indicated that low bg levels are treated by consuming a sweet cake and juice. Reportedly, customer avoids requesting a bolus at night, and customer uses u-500 insulin to fill the pump cartridge. Review of pump data by tandem technical support indicated basal rate, bolus delivery, and pump worked as intended. Recommendation was made to consult with health care provider to discuss settings and diabetes management.